Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer did not perform the proper air removal techniques. Tandem technical support educated the customer this is off label per the tandem user guide. A replacement pump was sent to resolve the issue. There was no reported adverse impact to the customer's blood glucose level.